Event description:
It was reported "after the catheter into the patient, the blood was found in helium pathway. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sam-ple was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iab central lumen was noted broken at multiple locations. The central lumen was noted completely broken at ap-proximately 2.4cm from the distal tip. The central lumen was also noted broken at approximately 76.5cm from the luer end. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, consistent with previously confirmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immedi-ately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of three (3) re-peated leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 5.5cm from the iabc distal tip. No other leaks were detected. It could not be confidently determined which damaged occurred first. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 7 6.5cm from the iabc luer; which is the location of the previously noted broken central lumen. No blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The de-vice passed all manufacturing speci fications prior to release. The reported complaint for "blood was found in helium pathway" is confirmed. Upon return, the central lumen was noted broken at multiple locations and during the investigation, multiple leak sites consistent with contact from a sharp object were noted on the bladder membrane. Due to the returned state of the device, it could not be confidently determined which damage occurred first or what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged iab catheter. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter into the patient, the blood was found in helium pathway. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".